Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer (a child of 4 years) experienced an allergic reaction during his 3-day wear of an adc freestyle libre sensor. It was further reported the customer experienced skin irritation and had contact with a healthcare professional who diagnosed him with contact dermatitis and prescribed mometasone furoate 1mg (steroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported the customer (a child of 4 years) experienced an allergic reaction during his 3-day wear of an adc freestyle libre sensor. It was further reported the customer experienced skin irritation and had contact with a healthcare professional who diagnosed him with contact dermatitis and prescribed mometasone furoate 1mg (steroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. DHR review was performed for the libre sensor kit and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.